Manufacturer narrative:
After further investigation of the facts provided by the customer, it was determined that the customer's actual reported malfunction was that they did not receive audible tone beeps when the device displayed the low battery and replace battery messages. The customer indicated that a depleted battery was installed in the device. Therefore, the "shut down" of this device after the low/replace battery messages was normal operation. Zoll recommends replacing the battery with a fully charged battery when the low/replace battery messages are received. The reported malfunction of no audible tone beeps was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. The battery used was not returned to zoll medical corporation for evaluation as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did duplicate the reported malfunction.